Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient has not charged their ins in approximately 5 months. The manufacturing representative suspects that the patient is in overdischarge. The overdischarge has not been confirmed, as the manufacturing representative has not met up with the patient yet. It was reported that the patient has not tried to communicate with the ins in the last 5 months. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported the patient's ins only recharged to the 3/4 full mark. It was recommended recharging longer to try to get to the 100% mark. The rep stated this issue occurred after an overdischarge (for approximately 1.5 years). This issue occurred sometime in (B)(6) 2017. It was unknown how long the patient was charging. No further complications were reported as a result of this event.

Event description:
Follow-up information was received from the manufacturer representative (rep) reporting that they were able to perform the re-initiation of charge procedures at the healthcare provider's office on (B)(6) 2017. The rep reported that the procedure worked successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) via the manufacturer representative (rep), reporting that the patient and the hcp decided to schedule a surgery date to replace the ins pending insurance approval. No further patient complications have been reported as a result of this event.